Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the monopolar curved scissors instrument was not working properly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument exhibited opposite directional movement and did not close properly. Broken or damaged cables were observed, but energy functionality remained intact. There were no signs of thermal damage, damage to the instrument tips, or issues with the tip cover; however, the blades were dull. The issue was resolved by replacing the instrument. No photographic or video evidence is available for review.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.